Event description:
Procedure: gastric bypass.according to the reporter: the customer reported that the physician had difficulty with positioning the device. He had to force to pierce the skin and the fatty layer. He felt that the blade would not come out and once it came out, it would not retract. There were no adverse events associated with the reported event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/25/2015. Additional information provided by the account: procedure: gastric bypass.